Event description:
It was reported patient underwent a total knee revision of competitor products on (B)(6) 2013. During the procedure, the screws on the tibial blocks, would not advance correctly. After screws were seated, the augments would not sit flush with the plate. The surgeon attempted to remove the screws but one was cold welded and removed with difficulty and the other screw was stripped. As a result, there was a delay greater than one hour to the procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00572 / 00573).

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. The complaint parts show characteristics consistent with cross threaded screws. The user must take caution not to cross thread the screws when starting the screws into the augments. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00572-1 / 00573-1).